Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the right ventricular lead exhibited noise and high impedance measurements. The patient tolerated the procedure well.